Event description:
The customer biomed reported that there were broken pins from standard hard paddles stuck inside the mating device therapy connector. The device could not provide defibrillation therapy in the reported condition. There was no patient use associated with the event.

Manufacturer narrative:
(B)(4): physio-control provided the customer technical assistance and the standard hard paddles and therapy connector assemblies part number information. Follow up with the customer found that the biomed replaced both the therapy connector and hard paddles assemblies to resolve the issue. The device was repaired and returned to service for use. The removed assemblies or device were not returned to physio-control for analysis.